Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Block h11: following an update to the axios risk documentation, this event is being reported as part of the efforts associated with boston scientific's nonconforming events and prevention investigation, (B)(4). Investigation result: with the information available, boston scientific concludes that the reported event involving failure of the stent to deploy was confirmed. The delivery system was received in position 2 of the deployment sequence, and the stent remained fully covered and undeployed. This indicates a deployment failure, as the stent should have begun to deploy at this stage. Additionally, the twisted and detached sheath directly contributed to the stent's inability to deploy. Incorrect rotation of the handle during the procedure resulted in the sheath becoming detached and twisted, which ultimately prevented successful deployment of the stent. Device history record review: a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Device technical analysis: an axios stent and electrocautery-enhanced delivery system was received for analysis. Visual inspection confirmed that the stent remained fully covered and undeployed, and the delivery system was returned in position 2. During functional evaluation, movement of the deployment hub demonstrated that the stent could not be released from the delivery system. A destructive inspection was then performed to assess for torsion or rotational damage. This evaluation revealed that the sheath was twisted and detached. Dimensional inspection was performed, and the device was found to measure outside the specification. No additional damage was observed on the stent or the remainder of the delivery system. Labeling review: a labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use/product label. The IFU states: align the handle with the echoendoscope and attach it by rotating the luer lock fitting clockwise while keeping the handle stationary and aligned with the echoendoscope." According to the complainant, the handle was rotated as the device was luer locked to the scope. Risk review: a review of the axios stent and electrocautery enhanced delivery system dfmea was completed and confirmed that the event of stent failure to deploy was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the available information, the most probable cause assigned is "failure to follow instructions."

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastrically into the pancreas to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus)-guided therapeutic axios stent placement procedure performed on (B)(6) 2023. During the procedure, when the physician attempted to deploy the stent, the first flange of the axios device would not open. The stent was removed from the patient fully covered by the outer sheath. The procedure was then completed using another device of the same type. No patient complications were reported as a result of this event.